Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information received: the el5ml device did not close the clips completely, malformed clips. The clips did not fall off the tissue, the surgeon removed them from the tissue. There is no further information available.

Event description:
It was reported that during a laparoscopic cholecystectomy, "the following clips were too loose on the duct had to remove numerous loose clips. Was not closing in one motion. Was closing as the ones that were preloaded. Applier tip bigger than the old tip. Tip has a ridge and was hitting staples. Er320 was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r94746. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.